Event description:
It was reported that the patient lost therapeutic effect following a fall. The patient fell approximately "3 months ago" from the time of report. The patient was unsure if he felt stimulation immediately after the fall. The patient had gone through all of the programs and had no stimulation sensation. The patient was re-directed to his physician. Additional information was requested.